Event description:
New information received notes that low, out of range, high voltage lead impedance caused an aborted delivery of high voltage therapy. There was no evidence of lead fracture, and it was possibly insulation problem or short.

Event description:
New information received notes that lead noise was observed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-17409. It was reported that lead fracture was observed on the right ventricular (rv) lead. The lead was capped and replaced on (B)(6) 2019. The patient was stable throughout the procedure.